Event description:
The customer reported that on (B)(6) 2011 erroneous, blood urea nitrogen (bunm) results were generated from a unicel dxc 800 synchron system for eighteen patients. The event occurred after the customer had performed instrument maintenance where the analyte electrode had been replaced and new reagent had been loaded. Erroneous initial bunm results were reported out of the laboratory however there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. Data provided by the customer indicates that initial bunm results were repeated on another instrument which generated lower results (with the exception of one patient whose repeat result was higher). The repeat results were considered valid and amended result reports were issued. One of the eighteen initial and repeat results was not regarded as imprecise and it met the precision claims of the assay. Instrument quality control were recovering within established specifications during the timeframe of the event, however the qc results were recovering below mean. The bunm samples were freshly drawn and collected and sampled from primary tubes.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) noted that the modular chemistry sample probe and collar wash were clogged with gel from the sample tubes. The fse replaced the sample probe, collar wash and the bunm electrode. The device was returned into service after the necessary repairs were completed.